Event description:
Patient reported left side swollen lymph nodes, devices are affected by recall, increasing pain, wrinkles in the sub-mammary fold, conspicuous with crepitation in sub-mammary fold. Patient additionally reported fatigue, and susceptibility to infection not related to the device. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d4, d.6b, d9, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side swollen lymph nodes, devices are affected by recall, increasing pain, wrinkles in the sub-mammary fold, conspicuous with crepitation in sub-mammary fold. Patient additionally reported fatigue, and susceptibility to infection not related to the device. Patient later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported left side swollen lymph nodes, devices are affected by recall, increasing pain, wrinkles in the sub-mammary fold, conspicuous with crepitation in sub-mammary fold. Patient additionally reported fatigue, and susceptibility to infection not related to the device. Patient later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ device wrinkling: observed. ¿ fatigue: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ infection (unknown onset): unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ wrinkling of the skin: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.